Event description:
Philips received a request from the customer on the v60 ventilator for guidance about disinfection as the device was attached to a patient without the bacteria filter in place at the patient outlet. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) discussed decontaminating the v60 and recommended quarantining the device for 72 hours and adding a significant safety margin. The rse also recommended replacing the air inlet and cooling fan filters and wiping down all reachable surfaces, after which the device can be used again. The rse provided the customer with the approved disinfecting agents for the v60. Additionally, the rse advised the customer that there is no philips-approved cleaning method for the v60 air path. According to the cdc, covid-19 cannot survive on non-porous surfaces for more than 72 hours. One option is for customers to replace all gas path components. The customer will work with the respiratory director to determine the subsequent steps to take.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the device was quarantined for 7 days and cleaned with medivators soap and water per the service manual. The device was then wiped down with the suggested bleach solution per the service manual and advice given by technical support. The next step was a wipe down with a damp cloth and then a dry cloth per the service manual. The air inlet and cooling fan filters were replaced, and the device was left running in a designated empty room for 24 hours at 5 lpm (air only) with a combined heat moisture exchanger/bacterial viral filter installed. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.